Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact address: (B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services. The reported problem could not be duplicated. The device is back in service.